Event description:
A customer reported to baxter an issue of broken connection shield. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a damaged connection shield was confirmed during the sample evaluation. During a visual inspection it was noted that a short at the latch was preventing the part to close properly. However, no root cause could be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.